Event description:
It was reported by the customer that the speaker was not functional upon arrival.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be sent once the investigation is complete.